Manufacturer narrative:
A segment of the percutaneous lead was returned only. Manufacturer's investigation conclusion: the evaluation of the replaced external portion of the driveline did not confirm an issue that could have contributed to the reported alarms and pump stoppage events. However, based on previous complaint history, the abnormal pump operation captured in the submitted log file appeared consistent with potential driveline wire compromise. A distal-end driveline replacement was performed on (B)(6) 2021 and approximately 17¿ of the external portion/distal-end of the driveline was returned for evaluation. The replaced driveline was tested for electrical continuity in the condition that it was received and did not reveal any discontinuities or shorts. The silicone jacket, bionate cover, and metal braided shield layers were carefully removed to examine the underlying driveline wires. Visual inspection of the driveline wires revealed no evidence of breaches or damage to the wire insulation or underlying conductors. The driveline was then submerged in a saline bath for high potential testing to verify the integrity of each wire¿s insulation. The test did not reveal any areas of current leakage in the insulation of any of the driveline wires. The patient remains ongoing on heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(4), and no further events have been reported at this time. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 20jul2015. The heartmate ii lvas IFU, rev. H and the heartmate ii patient handbook, rev. G are currently available. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These sections state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. Furthermore, section 7 of the hmii IFU and section 5 of the hmii patient handbook address all hazard and advisory alarms, as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that patient's device contained multiple alarms associated with abnormal pump stoppages. This type of behavior has been linked to potential issues with the percutaneous lead. X-rays were submitted for review and contained no obvious areas of concern. Patient was asymptomatic, and did not gain or lose weight or did any torso movements that caused the alarms. Percutaneous lead had no trauma. On (B)(6) 2021 tech services performed onsite for driveline evaluation/repair ~3" inches from the exit site. A perc lead replacement was performed. Post repair tethered patient on grounded patient cable without issue. The removed percutaneous lead was returned for analysis. Following the repair, an unshielded patient cable was ordered for the patient.